Event description:
It was reported that the customer got a no delivery alarm on an infusion set that had been in for 2 days. Customer received the alarm in the middle of the night and changed the whole infusion set out. Customer was still getting a no delivery alarm during a bolus. Customer's blood glucose level was 540 mg/dl. Customer was only trying to correct through the pump and does not have any other option. Customer was not able to troubleshoot because he did not have his supply with him. Customer will be going home and will change his infusion set system. Customer stated that his body has changed recently and has lost weight. It was explained that the more no deliveries he gets, the more he needs to consider the changes in his body. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.